Event description:
The lay user/patient contacted lifescan (lfs) in 2009 and alleged that a one touch ultra2 meter was showing inaccurate high results. The same day at around 8:15 am, the patient had received a result of 209 mg/dl. He took his usual dosage, 16 units of lantus insulin right after testing his blood sugar. He had taken his usual breakfast, a cup of coffee. He mentioned that he usually does not eat anything for breakfast. About 45 minutes to an hour later, he allegedly felt "hot, shaky and hungry". He tested his blood sugar at around 9:10 am on the alleged meter and received a result of 48 mg/dl. Therefore, he ate something and tested his blood sugar again in about 5 minutes and received a result of 60 mg/dl. About 40 minutes later, he tested again and received a result of 109 mg/dl and he was feeling better. The patient indicated that if he would received a lower result at around 8:15 am, he would have eaten something with his coffee to prevent feeling hypoglycemia. The customer service agent (csa) verified with the patient that he was using correct technique to test and to clean the puncture area, he was reading the meter right side up, the unit of measure was set correctly, and the sample was collected from an approved source. Replacement products were sent to the patient. This complaint is being reported, as the patient allegedly experienced symptoms suggestive of hypoglycemia after taking his usual dosage of insulin. However, he mentioned that he might have eaten something earlier to prevent experiencing hypoglycemia if he would have received a lower reading on the alleged meter. Diabetes care management: the patient normally takes 16 units of lantus insulin every morning. However, if his blood sugar is under 140 mg/dl, he reduces lantus to 14 units and if his blood sugar under 120 mg/dl he takes only 12 units of lantus.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.